Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The customer has isolated the failure to the speaker assembly in house. The customer was provided with a replacement part. The customer will be returning the failed speaker assembly, if new information is identified during the investigation, a supplemental report will be provided.